Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings. Customer reported symptoms of nausea, fatigue and excessive thirst prior to the hospitalization. Customer was treated with insulin drips at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. Customer declined trouble shooting for the no delivery alarm and stated that it was the reason she was hospitalized. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.